Event description:
The customer reported that during a recent reboot, they received a windows error message for a corrupted file. The customer also stated that the central nurse's station (cns) started showing comm loss as well. When the file corrupt message appeared, that's when the comm loss message also appeared. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that during a recent reboot, they received a windows error message for a corrupted file. The customer also stated that the central nurse's station (cns) started showing comm loss as well. When the file corrupt message appeared, that's when the comm loss message also appeared. No patient harm was reported. Investigation summary: corrupted data is indicative of a hard disk drive failure. The message advises to use a chkdsk utility to verify disk health. When there is data corruption, cns performance is not guaranteed. The comm loss message is presumed to be a direct result of the disk failure since the two events occur simultaneously. Hard disk drive failure is often associated with power outages, abrupt power loss that over time degrades the hard disk drive. Service history for this serial number was reviewed for indicators of environmental and or maintenance issues. There were two incidents of fan error (related to management thermal threshold of the cns), and one power outage (spontaneous reboot) was reported prior to the current incident. Afterwards, there was one additional report showing a main fan error. It is presumed that these events were leading up to the reported hard disk drive failure. Spontaneous reboots or shutdowns are usually reported while the cns is monitoring patients. There are a number of factors that may trigger a spontaneous reboot/shutdown: power outage; uninterruptable power supply (ups) failure; loose power cable; cns overheating; cns power supply failure; cns motherboard failure; cns hard drive failure when the user attempts to power the cns back up, or the cns reboots itself, the following are possible symptoms: does not power on; incomplete boot up sequence; booted up into windows, but will not load cns application; displays network disconnect message.

Manufacturer narrative:
The customer reported that during a recent reboot, they received a windows error message of a corrupted file. Customer also stated that the central nurse's station (cns) started showing communication loss as well. Whenever the file corrupt message appears, that's when the comm loss message also shows up. No harm or injury occurred. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that during a recent reboot, they received a windows error message of a corrupted file. Customer also stated that the central nurse's station (cns) started showing communication loss as well. Whenever the file corrupt message appears, that's when the comm loss message also shows up. No harm or injury occurred.